Event description:
It was reported that the device operates normally on ac power. However, if the device was unplugged from ac power and turned on battery (cold start), it would initiate but fail to complete the boot up cycle. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify the reported intermittent failure. Physio replaced the power supply assembly as a pre-caution measure and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. Further analysis of the power supply assembly at the failure analysis center was also unable to confirm the reported failure during functional testing. However, physio observed excessive electrical leakage from two filters, designator fl4 and fl10, due to solder flux residue on the power pcb surface. The observed failure is known to cause no battery operation failure.